Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo along with the physical sample was provided to our quality team for evaluation. The product was visually inspected, no evidence of damage or a crack was observed. Functional testing was performed, passing liquid through the system into an IV bag and withdrawing back into a syringe, in all evaluations the product functioned as intended and no leakages occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples could not be evaluated. Based on the quality team's investigation, and given the returned sample did not identify any issues related to the reported incident, a root cause cannot be identified at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that while using the bd phaseal¿ y-site connector c80 broke. The following was translated from french to english: I have to administer chemotherapy in a syringe (vincristrine). The device is made with a connection made up of two branches, one for chemo and one for inserting the rinsing syringes. So I push in a first rinsing syringe, unscrew it to put in a second. The screw thread breaks, and the rinse flows into the compress below. For this chemotherapy, our protocol is to carry out a large rinse. The child could have not received his chemo correctly additional information from customer: no, the luer connector did not break or disconnect. There is a crack on the thread of the y site connector.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phaseal¿ y-site connector c80 broke. The following was translated from french to english: I have to administer chemotherapy in a syringe (vincristrine). The device is made with a connection made up of two branches, one for chemo and one for inserting the rinsing syringes. So I push in a first rinsing syringe, unscrew it to put in a second. The screw thread breaks, and the rinse flows into the compress below. For this chemotherapy, our protocol is to carry out a large rinse. The child could have not received his chemo correctly